Event description:
After a plcr75b reload had been fired in a distal gastrectomy procedure it was noted that some staples were unformed. The procedure was completed by manual over-suturing.

Manufacturer narrative:
Visual examination of the returned plcr75b reload showed that some of the pushers were damaged and fell out of the cartridge. There were also 2 unformed staples protruding from the cartridge. (The pushers eject the staples from the cartridge during firing. If the pusher is damaged the ability of the reload to deploy staples is compromised). The root cause of the damage to the pushers is not known. The event will be monitored.